Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of an em2400 valve set that attaches to an unspecified total parenteral nutrition (tpn) bag fell out of the bag and ¿ploded¿leading to a leak. This occurred during compounding. There was no patient involvement. No additional information is available.